Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty cycler set or product deficiency was associated with this event. Based on the information available, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the patient. Peritonitis is a well-known potential complication in pd patients that is often associated with touch contamination during the pd exchange. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A physical evaluation could not be performed. In addition, the user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description.

Event description:
It was reported a peritoneal dialysis (pd) patient had peritonitis. There were no reported issues with any fresenius device or product in relation to the event. During follow-up, the patient reported experiencing symptoms of abdominal pain and on (B)(6) 2020 they were diagnosed with peritonitis. Pd culture results are unknown as the patient¿s nurse would not disclose any information. The patient stated they were treated with antibiotics and reported they are recovering from the peritonitis event. The patient is continuing pd treatments with the same cycler without any further reported issues. The patient stated they did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient indicated the peritonitis was related to touch contamination and inadvertent breach in aseptic technique during pd therapy.